Manufacturer narrative:
E1: patient city - (B)(6). Patient country - italy.

Event description:
Reference number: (B)(4). Event occurred in italy. It was reported that the patient faced infusion set tape does not sticking on (B)(6) 2026. No further information available.